Manufacturer narrative:
Block b3: exact date unknown, event likely occurred after the implantation surgery.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced persistent pain at the implantable pulse generator (ipg) incision site following the initial implant procedure and was unable to sleep in the supine position. The skin overlying the ipg subsequently became compromised, leading to device exposure and the development of an infection. The patient underwent a revision procedure for ipg replacement and relocation. Postoperatively, the patient is reported to be in good condition. The explanted ipg will not be returned for analysis, as it was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred after the implantation surgery.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced persistent pain at the implantable pulse generator (ipg) incision site following the initial implant procedure and was unable to sleep in the supine position. The skin overlying the ipg subsequently became compromised, leading to device exposure and the development of an infection. The patient underwent a revision procedure for ipg replacement and relocation. Postoperatively, the patient is reported to be in good condition. The explanted ipg will not be returned for analysis, as it was discarded by the medical facility. Additional information was received indicating that the patient did not exhibit any symptoms of infection. It is unknown whether the patient was placed on antibiotics, whether a culture was obtained, or whether the reported infection was device related. Electrocautery was used during the procedure.